Manufacturer narrative:
Two samples were received for evaluation. A visual inspection with naked eye and magnification noted surface marks on the patient line next to the patient connector on the four samples. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue of damaged was verified. The cause of the condition was determined to be manufacturing related; the surface marks are caused by the coiling head transfer gripper during the automated assembly system. The surface marks do not affect the functionality of the units and is part of the assembly process. Therefore, the samples met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes in open pouches were damaged. This was further described as slits at patient connection and at the tubes that join together. This was found during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.